Manufacturer narrative:
This report is associated with (B)(4), polident.

Event description:
Consumer drank polident tablets in water, thinking they were alka seltzer. [Accidental device ingestion]. She had abdominal pain from drinking the polident tablets in water [abdominal pain]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser (polident) tablet (batch number unk, expiry date unknown) for dental cleaning. On (B)(6) 2017, the patient started polident at an unknown dose and frequency. On (B)(6) 2017, less than a day after starting polident, the patient experienced abdominal pain. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident was discontinued on (B)(6) 2017 (dechallenge was unknown). On (B)(6) 2017, the outcome of the abdominal pain was recovered/resolved. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. The reporter considered the abdominal pain to be related to polident. Additional details, adverse event information was received via phone call on (B)(6) 2017. Consumer stated that two polident tablets were scowled thinking they were alka seltzer. Per call back, the consumer stated she had abdominal pain. From accidently drinking the polident tablets in water, thinking they were alka seltzer. Medication error has been captured as this was an accidental ingestion.